Event description:
It was reported that during a procedure the battery pack of the lavage system that was being used was dropped into a bowl of saline and subsequently black fluid came out of the hand piece while irrigating the bone. The patient was given antibiotics and the hospital stay was extended due to the infection that resulted.

Manufacturer narrative:
A photograph of the black fluid was sent to the manufacturer and the alleged condition was able to be duplicated by immersing the battery pack into a saline solution. The instruction for use clearly states to not immerse the power pack.